Event description:
It was reported that the user was unable to unlock the ilet and observed two cracks on the device screen, with no injury reported and the cause of the damage unknown. Symptoms included no clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer interview and complaint intake. Investigation of this case revealed a damaged display screen consistent with physical damage to the device enclosure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external stress or handling. A replacement device was processed and shipped.